Manufacturer narrative:
Zoll medical corporation was provided this information via mw5067544 directly from maude reporting. We have not been provided with further information, including the facility information. No product has been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown) the electrodes were opened and a wire from the apex electrode pad detached. The remaining portion of the wire remained in the packaging. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Zoll received this information via maude reporting and does not have any further information.

Manufacturer narrative:
The actual electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 2116a were evaluated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Analysis of reports of this type has not identified an increase in trend.